Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 cubie was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) troubleshot, and contamination was found on the row board connections. All connections were reseated, and debris was cleared. Testing resumed, and a failed pocket with memory issues was identified. Pharmacy took possession of bad pocket. No further issues noted. The system functioned as intended after the field service engineer repaired the device.